Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displaying corrupt character on both screens .

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was displaying corrupt character on both screens as discovered when trying to turn on the iabp in case it was needed during a procedure. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only.  Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced video generator board, installed new software, performed calibration, functional, and safety tests. The unit pumped on a test balloon while the fse was performing work on another unit. The fse confirmed that the unit and screens were working properly. The unit was returned to the customer for clinical use.